Manufacturer narrative:
Investigation summary: a review of drawing, instructions for use (IFU) and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A records search for other complaints related to this lot could not be performed because the lot number is unknown. Likewise, a review of the device history record could not be performed because no lot number was available. As per the IFU, the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate (attached in the IFU). There is no information regarding the patient¿s cognitive or behavioral status that may have contributed to the broken extension tubing. There is no information regarding the securing of the PICC line that may have contributed to the broken extension tubing. There is no information regarding patient environment (e.g. IV lines tangled on bed frame or rails, patient positioning causing pulling on device) that may have contributed to the broken extension tubing. There is no information indicating if the device was clamped and if tubing broke at the clamp site. There is no information regarding the use of this PICC or the flow rates used for administration of products into this PICC. Based on available information, a definitive root cause can not be determined at this time, however appropriate measures have been initiated to address this failure mode. Appropriate personnel have been notified and will monitor for similar complaints.

Manufacturer narrative:
Brand name: spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC for unspecified treatment. The PICC line broke on the extension tubing beneath the white end cap hub. The device was explanted and replaced. The handling conditions and circumstances surrounding the event are not known. The device is reportedly unavailable for evaluation.